Event description:
Customer reported that touchscreen of pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy, and customer technical support instructed the customer to put the pump into storage mode and return it using a pre-paid label within 10 days.